Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Reopened for xray review. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 5 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. Review of provided patient x-rays was not able to draw any conclusions regarding the reported disassociation as the provided imaging is more than 90 days pre-revision. However, the stem is found to be in a varus position. The patient is reported as (B)(6) female with femoral head necrosis. No further demographics made available. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 5 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. Per the reporting patient x-rays are not available for examination and placement therefore cannot be commented on. The patient is reported as a (B)(6) female with femoral head necrosis. No further demographics made available. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Disassociation of liner from the cup. Update aug 21, 2013: product/lot information.